Manufacturer narrative:
(B)(4) combined initial and final report. The post-op x-ray on the (B)(6) 2014 showed about 1cm of femoral stem had penetrated posterior cortex - not apparent at operation. The surgeon commented "there was no 'feel' of cortical penetration at primary surgery. The implant appeared correctly placed at the time. Pt has ehlers-danlos syndrome but the bone strength appeared normal when cutting the femoral neck and reaming the acetabulum. Easily revised to a collared corail." Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Minihip revision due to pre-op femoral fracture.